Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed user error related to powering and start-up behavior, with normal device function upon charging. It was concluded that the device performed as designed and that the event was due to use error, not a device malfunction.

Event description:
It was reported that an ilet bionic pancreas was powered off by the user and would not power back on until connected to a charger; the user had previously contacted support about a reset and was advised that the device powers on when placed on the charger. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no interruption of therapy beyond temporarily charging the device.